Manufacturer narrative:
Additional information: no intervention required to remove the device and was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 035 hpv percutaneous transluminal angioplasty balloon was associated with an allegation of a device or component detaching, cracking, or fracturing (water is leaking through a small hole on the catheter lumen side). The event was associated with a patient, and the patient outcome was reported as alive with no injury; no abnormalities related to anatomy were reported. The procedure was completed using a new medtronic device and was reported to have been completed well, and the product was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis a visual inspection of the device found a hole in the shaft under the strain relief, a water filled syringe was connected to the luer and pressurised and water leaked out through the hole in the shaft medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.